Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, palpitations and dizziness. The right ventricular (rv) lead exhibited unstable thresholds, intermittent capture, high impedance <(>&<)> low impedance. The right atrial (ra) lead exhibited low impedance, noise <(>&<)> oversensing. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.